Event description:
Had a total right hip replacement (smith and nephew hip) in (B)(6) 2008. When the hip was 14 months old - (B)(6) 2010, it popped out 2 times. The orthopedist had no idea why. We went on a cruise right after I went to the dr - left (B)(6) 2009. Was extremely careful with all activities. We got off the cruise in (B)(6) and about a hour later, I was just standing in the lobby of a hotel, waiting for my husband. My hip popped out, I fell and got a concussion. I had to have a revision, and rehab there. I was out of CT for over a month. I continued rehab at home. I was out of work for 4 months. I still walk with a limp, have a very weak quads muscle, and the back is much worse, and some of the nerves are now damaged. I have numbness in the entire right leg, and sharp stabbing pains all over the right leg, that come and go. This seems to be permanent, and did not exist before the hip popped out.